Event description:
A patient reported experiencing inaccurate erratic results with an otbo meter. The patient's blood glucose results were 290, 220, 130 mg/dl. Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.